Event description:
It was reported the filter did not open immediately following via a femoral approach. The filter began to migrate towards the right atrium. The filter was captured with a snare and pulled back down into position in the vena cava. Another snare was advanced which removed what appeared to be a piece of plastic encapsulating the filter; believed to be the filter carrier capsule. Following removal of the carrier capsule, the filter opened up and was appropriately placed with a snare. The pt's condition is good. The device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplement will be forwarded under 6000036-1999-00145. Without evaluating the device, co is unable to determine the cause of this event.